Event description:
It was reported that during a da vinci s hysterectomy procedure, while grasping the patient's enlarged uterus, the teneculum forceps instrument broke and fragments fell into the patient. The fragments were successfully retreived and the surgical staff continued with the procedure after some delay.

Manufacturer narrative:
The instrument has not been returned for evaluation. The root cause of the customer reported failure mode cannot be determined. If the instrument is returned for evaluation a follow-up MDR will be submitted.